Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and bent cannula from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with 10 units of insulin via syringe. The customer stated that she did not receive a no delivery alarm. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer declined to continue troubleshooting.